Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 800 mg/dl while wearing the pod. The patient reports while getting out of bed they had fallen and had lost consciousness. The patient reports the pod had fallen off causing the cannula to become dislodged from the infusion site and was found deactivated. The following morning the patient was found by a relative and an ambulance was called. Once at the hospital the patients was given insulin and food. The patient was released from the hospital after 5 days.